Event description:
It was reported to philips that the system failed to boot up. The device was outside clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips investigated the complaint. The philips field service engineer (fse) inspected the system on-site and confirmed that the system was not booting up. Upon troubleshooting, the fse found that the system software was not booting up to the application screen and needed to be reloaded. To resolve the issue, the fse reloaded the system software and restored the configuration. After reloading the software, the system returned to good working order. The codes were updated based on the investigation outcome.